Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements of greater than 3000 ohms. The patient was brought into the clinic for further evaluation. Upon device interrogation, this crt-p had an isolated signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the ra channel. Additionally, inappropriate storage of atrial tachy response (atr) episodes were found as a result of oversensing noise signals on the ra channel. Technical services (ts) was consulted and provided programming and troubleshooting recommendations. At this time, the ra lead remains in-service. No adverse patient effects were reported. Additional information was received that isometric testing was performed and noise was able to be reproduced on the ra lead. The ra lead was tested in the unipolar configuration and normal impedance, sensing and threshold measurements were observed. The ra lead was programed to a unipolar pace and sense configuration with sensitivity programmed to 2 millivolts. It was noted the patient will return to the clinic in three months. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements of greater than 2000 ohms. The patient was brought into the clinic for further evaluation. Upon device interrogation, this crt-p had an isolated signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the ra channel. Additionally, inappropriate storage of atrial tachy response (atr) episodes were found as a result of oversensing noise signals on the ra channel. Technical services (ts) was consulted and provided programming and troubleshooting recommendations. At this time, the ra lead remains in-service. No adverse patient effects were reported.